Event description:
Balloon would not deflate and wire got caught in lumen of balloon. Balloon material seems to move forward while removing the balloon out of sheath.

Manufacturer narrative:
Conclusion: the complaint investigation is unconfirmed for difficulty deflating. The catheter was returned in one piece without the sheath. The balloon was inflated and deflated without difficulty. However, the complaint investigation confirmed the guidewire sticking during the evaluation of the returned sample the guidewire could not be removed from the balloon catheter. The catheter was cut in several sections and removed from the guidewire. It appears as if the guidewire is stuck at the distal tip of the catheter. The guidewire coil is slightly stretched at the distal tip of the catheter. The distal tip of the catheter was scrapped off of the guidewire and the polyimide appears to be fine. No deformities observed. The exact cause of the complaint is unk. It is possible the balloon catheter became slightly stretched on to the wire while being removed through the sheath. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.